Manufacturer narrative:
The tech replaced the head end brake linkage to resolve the issue.

Event description:
The tech alleged that the brakes at the head end of the stretcher are not holding. No pt impact.